Event description:
It was reported that the pulse generator exhibited mode switch anomaly via remote transmission. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
.